Event description:
The report stated that the generator displayed hh indicating the temperature was high and shutting down unit. They unplugged everything, checked pad and reconnected the accessories and same thing occurred. Wheeled in another generator, unconnected accessories from the first generator and plugged into the 2nd generator and the case was completed.

Manufacturer narrative:
The generator is currently under evaluation. When the investigation is completed, a follow-up report will be sent.